Manufacturer narrative:
Of the 6 devices, 3 lot numbers were provided, and the lot history reviews were performed. The devices were returned for all 6 malfunctions. Photos were provided for 5 malfunctions, medical images were provided for 1. Catheter fracture was identified for the 6 devices. A root cause could not be determined. The devices are labeled for single use.

Event description:
This report summarizes six malfunctions. The information reviewed indicated that model 9808560 implantable port allegedly experienced a fracture. These reports were received from various sources. All six malfunctions involved patients with no consequences. Of the six malfunctions, 4 reported patient age, weight, and gender information. Two patients are female, one is (B)(6) years old, (B)(6) kgs; weight and age not provided for the other patient. Two patients are male, one is (B)(6) years old, weight was not provided. The other male patients weight is (B)(6) kgs.